Event description:
On-guard syringe adapter at end of primed line cracked and looked as if precipitate formed during administration of etoposide chemotherapy. Toposar, 20 mg/ml. Dose or amount: 200 mg. Frequency: daily. Route: intravenous drip. Dates of use: (B)(6) 2017. Diagnosis or reason for use: cancer. Is the product compounded: yes. Event abated after use stopped or dose reduced: yes. Went back to capping the line and not using on-guard system for etoposide administration. Two events in 24 hours.